Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin. The customer's blood glucose level was 22.7 mmol/l at the time of the incident. The customer's current blood glucose level was 15.2 mmol/l. The drive support cap of the insulin pump was normal. The insulin pump received a no delivery alarm. The insulin pump passed the self test. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injection for high blood glucose levels. The device is not expected to be returned for analysis.